Manufacturer narrative:
The viperwire advance guide wire was returned for analysis. A fracture was observed at the proximal spring tip solder bond. Scanning electron micrscopy (sem) analysis showed evidence of ductile torsion. The exact root cause of the stress condition that led to the fracture was unable to be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was being used to treat a heavily calcified, 90% stenosed lesion in the left anterior descending artery (lad). After five low speed treatments, the status of the viperwire advance guide wire was checked on fluoroscopy and the physician noticed an opaque area around 24mm from the spring tip that was thinner than usual. The physician attempted to remove the viperwire, and upon removal, the spring tip fractured. A new viperwire was used to complete the procedure.